Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be supraventricular tachycardia (svt). Patient and device will be monitored. Device remains in service. No additional adverse patient effects were reported.